Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. The device turns on when plugged into a power source. Customer had elevated blood glucose levels (300+ mg/dl). Reportedly, customer has back up manual injections for insulin therapy, and delivered a manual injection to stabilize blood glucose levels.